Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he put in a sensor yesterday morning and he had differences between sensor glucose and blood glucose readings. Customer stated he turned off the low alarm and woke up at midnight. Customer stated that the pump read 56 mg/dl and the fingerstick was 186 mg/dl. Customer stated that it turned off his basal and the sensor read a low. Customer stated that he would move the sensor closer to his navel to prevent pressure when he lays on it.